Manufacturer narrative:
Based upon the clinical assessment, a type iiia endoleak/rupture was confirmed. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. Based upon the investigation, a root cause was not definitely identified and therefore, identification of a design or manufacturing issue is inconclusive. The clinical review identified the following factors that may have contributed to the patient outcome: an aortic neck angulation of 75°; this anatomical finding most likely contributed to the eventual component separation. Cautionary product use conditions that might have contributed to this event included: thrombus and calcifications at both the neck and iliac seal zones. Patient factors that might have contributed to this event included: antiplatelet therapy (aspirin and plavix); and, continued tobacco use which might have exacerbated the disease process.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional pertinent to the incident is obtained, a follow-up report will be submitted. Additional device: model: a25-25/c75-o20, lot: w11-4876-010, rel. Date: (B)(6) 2011, exp. Date: 08/31/2015.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated and suprarenal aortic extension. On (B)(6) 2015 patient admitted to the emergency room with el3b and rupture with component separation. The physician elected to reline with a gore graft and the patient is doing well.